Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a premature battery depletion was confirmed via analysis of the returned 14v battery. The returned 14v battery (serial number: (B)(6) ) was inserted into a test universal battery charger (ubc) and no issues were observed. The battery¿s discharge time was tested using an electronic load based battery test system and the battery exceeded the design specification for discharge time. Additionally, the battery fully charged without any issues. The battery was connected to a test system controller, a test battery clip, and a mock circulatory loop, and upon connecting the battery to the system a power cable disconnect alarm activated. The voltage of the returned battery was measured to be approximately 16 v, which corresponds to a fully charged pack; however, none of the five leds illuminated when the battery fuel gauge button was pressed, indicating an issue with the internal components. The battery was then opened to inspect the internal components. Circuit analysis of the printed circuit board (pcb) revealed that one of the integrated circuit (ic) chips, u6, had become compromised. Damage to this component would result in the reported event. The submitted system controller event log file contained 256 events spanning approximately 2 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp), and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). No atypical alarms were observed in the submitted log file. The pump maintained a speed above the low speed limit without issue throughout the log file. The reported event was determined to be due to damage to one of the 14v battery's internal components, u6. A manufacturing analysis task was opened under this complaint to further address the issue with the component u6. Per the manufacturing analysis task, a specific root cause for the issue could not be determined and an external corrective action request was initiated to notify the supplier of the issue. Battery inspection data was reviewed for the 14v battery, serial number (B)(6), revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on 25sep2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including power cable disconnect alarms, and battery faults displayed on the universal battery charger (ubc), and the actions to take if the issue does not resolve. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ and heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains the operation of 14v batteries in the heartmate system, including that the 14v batteries are usable for approximately 360 use/charge cycles or for 36 months from the date of manufacture, whichever comes first. This section also informs the user to not use expired batteries. Additionally, section f of the IFU entitled ¿safety checklists¿, informs the user to check the manufacture date on the label of all batteries. If a battery was manufactured more than three years ago, the battery has expired. Replace expired batteries. Do not use expired batteries. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fully charged battery that died around the 3 hour mark. The patient reported to clean and rotate their batteries appropriately and maintenance have been done on their battery charger. The patient reportedly had gone through ~20 batteries in the past year and half and their controller and modular cable has been changed but the issue continued to occur. Many of these issues had been error codes. The periodic the reported battery/ clip issues tend to occur more with patients that sleep on their battery power. It was also recommended to check how the patient was wearing their equipment. There were no unusual events recorded in the event log file event history. The battery was exchanged and was found to sustain a damage to the printed circuit board (pcb).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.